Event description:
The wife of a (B)(6) male pt called zoll customer support to report that the pt was receiving check belt and check therapy electrode alarms. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (check belt alarm, check therapy electrode alarms) was confirmed. Upon investigation the black pulse wire was found to be broken inside the trunk cable insulation, causing the reported alarms. The root cause for the broken pulse wire could not be positively identified but was likely excessive force. No adverse event resulted from the broken pulse wire. The pt received a replacement electrode belt.